Manufacturer narrative:
The customer reported that their central nurse's station (cns) unexpectedly discarged two patients on its own. Both patients were being monitored localy on transmitters. No harm or injury was reported. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if and when additional information becomes available.

Event description:
The customer reported that their central nurse's station (cns) unexpectedly discarged two patients on its own.

Event description:
The customer reported that the central nurse's station (cns) unexpectedly discharged two patients on its own.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) unexpectedly discharged a patient on its own. The patient was being monitored locally on a transmitter. No patient harm or injury was reported. Investigation summary: they readmitted the patient and asked that the event be investigated. However, the customer did not respond to attempts to gather additional information. From the operator's manual, discharging a patient can be done on the cns by following specific steps. There are instances where a particular cns can remotely monitor a patient that is already being monitored on another cns. In such cases, the patient data is stored at the remote cns and can be discharged from that cns. Admit and discharge events are not indicative of a device malfunction. Service history for this cns shows this is an isolated incident.